Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010, and suture was used. During the procedure, the needle tip broke. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). Results: rep samples were returned for eval. They were visually and functionally examined for strength and ductility and they met the requirements. Conclusion: the devices were received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.